Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative was made aware through an email notification from medical affairs that a patient with an implantable neurostimulator (ins) had a system explant to be able to have an MRI done. The physician's nurse stated that the physician thought that he removed the battery and the entire lead, but an x-ray conducted by another physician discovered that there was a fragment of the lead in the posterior aspect of the pelvis. Patient status is unknown at the time of this report and it is unknown if there is a plan to remove the remaining fragment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional and it was reported that the manufacturer representative took care of the event and that they did not treat the patient for any work on the leads. No further complications were reported.